Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd posiflush¿ sp, the device experienced no label or missing label information. This event occurred 30 times. The following information was provided by the initial reporter. The customer stated: there is 1 syringe with missing label found in the box..

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided material number 306574 and lot number 1047310. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither the mentioned pictures samples nor physical samples were returned, our quality team was unable to perform a thorough sample analysis and therefore, a cause related to the manufacturing process could not be identified. Two retained shelf cartons from lot number 1047310 were obtained and inspected for missing barrel labels; however, no defects could be found.

Event description:
It was reported when using the bd posiflush¿ sp, the device experienced no label or missing label information. This event occurred 30 times. The following information was provided by the initial reporter. The customer stated: there is 1 syringe with missing label found in the box.